Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead dislodged showing r wave amplitude variation, loss of capture, and low pacing impedance resulting in cardiac perforation. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: lead will not be returned.

Event description:
New information notes the lead was retained by the hospital and will not be returned for analysis.